Event description:
Reporter indicated that pt went to see neurologist due to severe coughing. Her settings were lowered once, but the coughing persisted. The physician then decided to lower her settings a second time. This change made her cough and even choke to the point where she couldn't really breathe. The physician turned the device off for now. Pt is following up with her primary care physician and checking back with neurologist. Attempts for further info are in progress.